Event description:
It was reported that during the meniscal repair surgery, while passing the device to deploy the suture the juggerstitch bent. Another juggerstitch was used to complete the procedure. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: india. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of device is fractured with no other damage noted. Review of the available medical records could not confirm the reported event. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.